Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a peripheral artery disease endovascular therapy. During procedure, upon first inflation, the balloon ruptured at 6atm for 10seconds. The device was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.